Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. The device was not reprocessed according to the instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that safety checks out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating. As per follow up information received on 03oct2023. The device returned to a bd-approved facility for evaluation. The issue has been resolved. Cleaning, inspection, performed ctu calibration, all tests.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a clogged nozzle. In addition to the foreign material found clogging the nozzle, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; no air was fed, and the water supply volume did not meet the standard value due to clogging of the nozzle; and the connecting tube had a buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had blockage at its distal end. There was no report of patient harm. The device was returned, evaluated, and foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.